Event description:
Additional information was received that the paravalvular leak (pvl) was moderate.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter pulmonary bioprosthetic valve in a patient with large anatomy, the valve was attempted to be implanted in a specific location, and the implanting physician planned to use the sinotubular junction fold as a chokepoint for rows 1-2. Upon valve release, the valve dislodged distally lodging rows 5-6 in the sinus just above the annulus. The valve appeared to be in a stable position; however, migrated overnight. Subsequently, a surgical explant of the valve was planned for the day after implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: {harmony-dcs}; product lot/serial number: {unknown}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter pulmonary bioprosthetic valve in a patient with large a natomy, the valve was attempted to be implanted in a specific location, and the implanting physician planned to use the sinotubular junction fold as a chokepoint for rows 1-2. Upon valve release, the valve dislodged distally lodging rows 5-6 in the sinus just above the annulus. The valve appeared to be in a stable position; however, migrated overnight. Subsequently, a surgical explant of the valve was planned for the day after implant. No additional adverse patient effects were reported. Additional information was received that the valve migration was confirmed via chest x-ray the morning after valve implant. Subsequently, paravalvular leak and an unstable valve were noted. Per the physician, the patient's dynamic and large anatomy were contributing factors to the migration. The valve was successfully explanted as planned. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Second paragraph added h6. Patient, device, and method codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.